Event description:
Patient was wearing a pod on the abdomen for between 4 and 24 hours prior to the emergency medical attention. The patient¿s spouse reported vomiting, diarrhea, confusion, and altered behavior, leading to emergency room presentation on (B)(6) 2026. Blood glucose at presentation was reported as 48 mg/dl. The patient¿s spouse alleged the event was related to the pod. The pod was active at the time of presentation and was removed in the emergency room to permit diagnostic imaging (computed tomography performed; magnetic resonance imaging considered). Treatment included intravenous fluids, reported to contain glucose. The patient was treated from evening to morning and was released on (B)(6) 2026. Evaluation included assessment for stroke, hernia, and organ involvement. Blood testing suggested a possible kidney infection; follow-up identified edema contributing to the clinical presentation. Treatment adjustments and medication for fluid retention were initiated by the healthcare provider.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s901usqs9gzb4. Hardware: sm-s901u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.